Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it delivering low vte (exhaled tidal volume) and displaying the patient circuit disconnect alarm were confirmed. The asp replaced the exhalation control module (ecm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ecm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low and that it had displayed a patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.